Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using three prostyle devices after a carotid stent placement interventional procedure using a 6f sheath. Reportedly, each device had a cuff miss. A fourth prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.